Event description:
The customer reported to olympus, the operating channel on the evis exera iii gastrointestinal videoscope tested positive for greater than 100 colony forming units (cfus) of pseudomonas aeruginosa, the suction channel tested positive for greater than 100 colony forming units (cfus) of pseudomonas aeruginosa, the air/water channel tested positive for one (1) colony forming units (cfus) of pseudomonas aeruginosa, and the entire endoscope tested positive for greater than 100 colony forming units (cfus) of pseudomonas aeruginosa on (B)(6) 2022. The scope operating channel also tested positive for 2 colony forming units (cfus) of achromobacter spp, the suction channel tested positive for 33 colony forming units (cfus) of achromobacter spp, the air/water channel tested positive for 30 colony forming units (cfus) of achromobacter spp, the auxiliary channel tested positive for 9 colony forming units (cfus) of achromobacter spp, and the entire endoscope tested positive for 74 colony forming units (cfus) of achromobacter spp on (B)(6) 2022 the issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where: distal end cap cover insulation < threshold; bending section rubber gluing worn out; scope cover broken; key top 1 unclear indication; less angulations. Biopsy channel exchanged as preventive maintenance. Channel cleaning brush passage using nj4072 is correct without feeling any difficulty. All channels are clean and free from foreign material. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user facilities reprocessing processes were not shared, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.